Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis; a finding that could have contributed to the reported ¿buzzing¿ sound from the controller was also confirmed via the controller¿s functional analysis. The log files were reviewed and found atypical power cable disconnect and low voltage alarms activated due to the relative state of charge (rsoc) fluctuating below the alarm voltage threshold on the white power cable. The controller was observed to have been exchanged at the end of the data. The atypical alarms did not prevent the controller from supporting the pump as intended. No other notable events occurred in the data reviewed. During functional testing of the returned controller, atypical alarms were not able to be reproduced. The controller passed all steps of functional testing besides continuity testing on the power cables of the controller. The controller was able to support operation of a mock circulatory loop for an extended period of time without issue. The power cables of the system controller were further tested, and significant wire fatigue was measured within the brown wire in the white power cable, as well as the yellow wire within the black power cable. The brown wire being fatigued could cause atypical low voltage/power cable disconnect alarms to occur, and the yellow wire being fatigued could cause the controller to produce audible tones when connected to wall power, consistent with the reported event of this issue occurring while only being connected to the mobile power unit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was determined to be wire fatigue within both power cables, consistent with repetitive flexing of the power cables over time. Incidental findings: fluid ingress the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage hazard and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook, section 4 ¿ ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the patient was connected to wall power, the system controller would make a buzzing sound but not when connected on battery power. When the patient moved the power cables, the buzzing sound stopped. The mobile power unit (mpu) was exchanged recently due to the noise, and it improved momentarily but continued. The patient experienced low voltage alarms, but the cause could not be determined to be due to low battery or a separate issue. The log files were submitted for review. The event log captured low power advisories while connected to battery power. This was due to battery power depletion.